Event description:
It was reported that in preparation for a coronary stenting procedure, a stent dislodged outside of the patient. The lesion was located in a proximal left anterior descending artery. A 3.00x24mm liberte' bare metal stent came off the balloon on the scrub table. A non bsc bare metal stent was prepped in the same manner. When the physician advanced the catheter, it was noted that there was not a stent on the delivery system. The non bsc stent had dislodged on the scrub table as well. The procedure was completed with another device. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).